Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button error alarm. Customer's blood glucose value was 183 mg/dl. Customer stated that insulin pump would not respond and it locked her out. Customer mentioned that it woke her up and insulin pump was making noise like a busy tone. Customer stated that buttons was not responding. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.